Event description:
It was reported to medtronic minimed that the customer was hospitalized due to diabetic ketoacidosis (dka), pneumonia, and broken ribs. The blood glucose was 840 mg/dl and treatment included IV insulin. The event involved product(s) mmt-332a,mmt-1884,unomedical. The patient was assisted by hospital staff and confirmed the pump had been returned to medtronic. Ketone testing was performed, but results were unknown. Troubleshooting was performed and the patient had stopped using the insulin pump on due to a pump's flashing screen, device went dead and was not using the pump within 48 hours prior to hospitalization. There is no mention of the auto mode feature at the time of the event. No product replacement or return was needed. No further patient complications were reported. Mmt-332a,mmt-1884,unomedical were not expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.